Event description:
A malfunction on a pump was reported by the caller, who noted that no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to reach out if any issues reoccur.